Event description:
It was reported that the wire coating was detached. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified pulmonary artery. A 200cm, 8cm poly tip v-18 control wire was advanced into the lesion, but it was unsuccessful. A non-boston scientific microcatheter was used to support the wire. After several manipulations, an opaque object was observed under fluoroscopy. It appeared to be a piece of the covered polymer or a fragment of the severed wire. The detached wire coating was attempted to be retrieved using a snare, but it was unsuccessful. A 300cm, 8cm poly tip v-18 control wire was advanced but failed to cross. The procedure was completed with a different device. No complications were reported, and the patient's condition at the end of the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed that the distal tip was bent. Based on the evidence, the reported allegation of guidewire difficulty advancing was confirmed, due to the bent found during product analysis and to the patient's conditions reported in the event. The reported coating issue was not confirmed, since this issue was not found during product inspection.

Event description:
It was reported that the wire coating was detached. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified pulmonary artery. A 200cm, 8cm poly tip v-18 control wire was advanced into the lesion, but it was unsuccessful. A non-boston scientific microcatheter was used to support the wire. After several manipulations, an opaque object was observed under fluoroscopy. It appeared to be a piece of the covered polymer or a fragment of the severed wire. The detached wire coating was attempted to be retrieved using a snare, but it was unsuccessful. A 300cm, 8cm poly tip v-18 control wire was advanced but failed to cross. The procedure was completed with a different device. No complications were reported, and the patient's condition at the end of the procedure was stable.